Event description:
It was reported that the patient presented in the clinic for a routine follow up. During atrial capture testing, no ventricular events were observed on the surface electrocardiogram. The pulse generator was reprogrammed and intermittent ventricular capture was observed with high outputs. The patient was dependent and passed out during testing due to the loss of ventricular capture. Autocapture was programmed off and the patient would be monitored closely.

Event description:
New information indicated that the device did not exhibit loss of capture after programming changes. The device remained implanted.

Manufacturer narrative:
(B)(4).